Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had an easy artery puncture using a 6 french terumo sheath. The procedure was a diagnostic coronary angiography with no intervention necessary. He performed an angiogram. Preparation and implementation of the closure with angio-seal device according to instruction for use (IFU). When the device was pulled out, the anchor did not manifest itself and the entire system was pulled through the puncture site. According to the doctor, there was no anchor and no thread in the device. Immediate manual compression made it possible to press the groin without any problems and there was no hematoma/blood loss. The patient was discharged from the hospital as planned. Additional information was received on (B)(6) 2023: the patient condition was stable. The doctor checked the device and could not find any anchor and collagen.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included a hemostasis sheath and carrier tube assembly, locator and guidewire, and foil package. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was able to be confirmed for non-deployment. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).